Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection performed and no issues were observed. The returned reader did not turn on with button press, strip insertion, or usb (universal serial bus) cable insertion. The retuned reader was connected to the computer and the software was not able to recognize the reader. The returned reader was de-cased, and no issues were observed upon visual inspection. The returned battery was measured. Then the returned reader was placed into the pcba (printed circuit board assembly) test fixture and pressure was applied to the cpu (central processing unit) and the reader did not turn on. Known good battery was placed into the retuned reader was placed into the pcba (printed circuit board assembly) test fixture and pressure was applied to the cpu (central processing unit) and the reader turned on. The returned reader was sent for an extended investigation. Visual inspection performed on the returned reader's pcba and no issues were observed. The reader did not turn on with button press or strip insertion. Pressure was applied to the cpu and observed the reader now turned on with button press and strip insertion. Performed built-in self-test and the test passed. This issue is confirmed due to poor soldering of the cpu. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. DHR (device history review) for the libre reader indicated by the serial number provided by the customer. The DHR showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to her adc freestyle libre 2 reader not powering on with button press or test strip insertion. Customer experienced a loss of consciousness due ot hypoglycemia requiring treatment with glucagon by her husband. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to her adc freestyle libre 2 reader not powering on with button press or test strip insertion. Customer experienced a loss of consciousness due ot hypoglycemia requiring treatment with glucagon by her husband. There was no report of death or permanent impairment associated with this event.